Event description:
I have been a pharmacist for 20 years. Before the advent of electronic prescribing software, the high potency topical steroid triamcinolone 0.5% cream/ointment was almost never prescribed. Since prescribers started utilizing electronic prescribing software, we have seen a vast relative increase in the number of prescriptions for the 0.5% strength of this cream, even for infants. Though triamcinolone is generally not thought of as high potency, the 0.5% strength is high potency. I believe there is some bias in electronic prescribing software somehow steers the prescriber or his or her agent to select that strength, as handwritten prescriptions that I see are never for 0.5%. I can't prevent these errors without time consuming phone calls to prescribers that never get returned. Most of the time I just dispense the high potency triamcinolone 0.5% that was prescribed unless I believe there may be actual harm to a patient by receiving the high potency cream, in which case I attempt to contact the prescriber. If not successful, I dispense the prescription as it is written, and I counsel the patient and/or caregiver to use sparingly and also that they contact their prescriber as well to verify if the high potency cream/ointment was actually intended. (B)(6). Submission ID: (B)(4).